Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy bleeding 7-8 menstrual periods') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), migraine ("migraine") and abdominal pain lower ("cramps"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the menorrhagia, back pain, abdominal pain, pelvic pain, migraine and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, menorrhagia, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy bleeding 7-8 menstrual periods') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), migraine ("migraine") and abdominal pain lower ("cramps"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the menorrhagia, back pain, abdominal pain, pelvic pain, migraine and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, menorrhagia, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time alter insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment based on the available information no product quality defect was confirmed. In summary, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 8-jun-2020: pif received: case upgraded to incident .date of removal added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.